Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen wasn't responding and couldn't be calibrated. The customer also communicated there was slight damage to the touchscreen. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 04mar2025, it was confirmed that the customer had replaced the touchscreen to resolve the device issue. The customer was also able to provide that the damage previously reported was a dent. Further clarification of the damage was not provided. Following the part replacement the customer confirmed that the device was returned to full functionality and returned to use. The replaced touchscreen was stated to be returning to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.